Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted; one in the 1st diagonal and one in the lad. Approximately 6 months post index procedure the patient suffered a cerebral infarction which was treated with medication. The patient recovered. The investigator reported that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.